Manufacturer narrative:
On 12/30/2020, it was reported to mentor that the lot number was 5986962, serial number (B)(6), the date of implantation was (B)(6) 2010, the replacement devices were mentor gel. On 1/4/2021, the mentor failure analysis lab has received the device for evaluation. On 1/6/2021, during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with crease/fold. A tear was also observed within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed for the finished device number 5986962, and no non-conformances related to the reported complaint were identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and suffered from a rupture on the left side. As a result, the patient had undergone removal and replacement with unspecified breast implants on (B)(6) 2020.